Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The reported ECG signal issue was resolved after it was determined an internal cable being disconnected from the patient parameter pcb assembly. After reconnection of this cable, ECG functionality was restored. Physio-control then replaced the therapy connector assembly to resolve the reported defibrillation therapy cable recognition issue. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. After further evaluation of the removed therapy connector assembly, it was observed that pin number 1 (5 volts) was worn and also had no retention, which led to the reported cable recognition issue.

Event description:
The customer reported that their device was not recognizing any ECG signal or detect a connected defibrillation therapy cable assembly. There was no report of any patient use associated with the reported issue.